Event description:
Reported due to infection at puncture site. Physician closed an arteriotomoy site with a closer s device. Reportedly the pt developed an infection at the site in 2004. Although requested, no additional information was provided.